Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead returned measuring 14.7 cm. With the outer insulation twisted 6.5-14.5 cm from the connector pin. An external insulation abrasion breaching the outer insulation was noted at 13.1-13.2 cm from the connector pin consistent with friction to the device can. Procedural damage was also noted. No conductor fractures or internal shorts were found.

Event description:
This report is to advise of an event observed during analysis.